Event description:
It was reported that the cannula was already sticking out when the patient removed the needle guard cap to apply the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was returned not deployed. The download data shows the device completed 47 first prime pulses and was then deactivated after the completion of first prime. Because the user deactivated the device before second prime, the needle mechanism never deployed. A rotational sensor error was observed in the data however it did not prevent the device from completing first prime. The device was successfully paired with a pdm, completed priming, and delivered a 5u bolus. No rotational sensor errors were replicated during the rerun. The needle mechanism deployed normally during the rerun test. Inspection of the rotational sensor springs and commutator cap found no damages or defects that would result in the rotational sensor malfunction. No damages or defects were observed on the needle mechanism that would prevent the needle mechanism from deploying as intended.